Event description:
Intestinal obstruction at umbilical wound due to adhesion/small intestinal adhesion [abdominal adhesions]. Vomiting [vomiting]. Intestinal obstruction recurrent [intestinal obstruction]. Case description: literature report was received on (B)(6) 2011 regarding a male patient in his (B)(6), initials unknown. This report is from a literature article entitled "one case who developed adhesive intestinal obstruction at early postoperative phase of laparoscopic assisted low anterior rectal resection". The patient's medical history included panniculitis and obesity. The patient's health check revealed fecal occult blood. The patient was diagnosed with rectal cancer by large intestinal laparoscopy. On an unspecified date in (B)(6) (year unknown), he had laparoscopic assisted low anterior rectal resection, laparoscopy was driven with 5 ports with a small incision as 4cm at umbilicus area and resected rectum. End-end anastomosis was performed with dst. Adhesion prophylaxis film (the manufacturer is unknown) was used at closing the umbilicus incision. Abdominal membrane and fascias were sutured with knotting with absorbable suture respectively. Skin was closed by buried suture. Pathology result was : (B)(6). Postoperative day 3, he started eating orally. At postoperative day 6, vomiting developed. At postoperative day 7, CT revealed intestinal obstruction at umbilical wound due to adhesion. At postoperative day 8, ileus tube was inserted. At postoperative day 12, it was confirmed that the intestinal obstruction improved because ileus tube contrast communicated through the tube at the area of the adhesion of umbilical wound. The ileus tube was removed. At postoperative day 14, he restarted oral eating. At postoperative day 18, intestinal obstruction recurred. Ileus tube was inserted again. At postoperative day 21, laparoscopic bowel detachment was performed. Small intestinal adhesion existed at abdominal wall of the umbilical wound, but there was no significant adhesion as intestine invagination into the incision. Postoperative clinical course had been fine. He was discharged at postoperative day 15. The reporter considered that the patient developed excessive adhesion accelerating factor by panniculitis or other reason. The action taken with the adhesion prophylaxis film was not provided. The patient's outcome for the events was not provided. Concomitant medications were not provided. The relationship between the adhesion prophylaxis film and the events was not provided by the reporter. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Report source literature description. Journal: japan laparoscopic surgery association magazine. Author: yanagi m, hamada h, kawaida k, ikee t, natugosi s. Title: one case who developed adhesive intestinal obstruction at early postoperative phase of laparoscopic assisted low anterior rectal resection. Volume: 16 (7), year: 2011, pages: 599.